Event description:
The customer reported to baxter corporate product surveillance (cps), a vented nitroglycerin solution set in which a leak was observed between the bonded junction of the drip chamber and the tubing. It is unknown when or in which care area this event occurred. There were no reports of patient involvement; therefore, there were no reports of patient injury or adverse events associated with this report.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was performed on the reported lot and no deviations were noted. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.